Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2019-00343. It was reported the patient experienced lead migration. Reportedly, both leads migrated to t3. Surgical intervention is pending to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2019-00343. It is reported that the leads were explanted and replaced on (B)(6) 2019. Stimulation was resumed postoperatively.